Event description:
The customer obtained a non-reproducible, higher than expected tsh result from a patient sample (patient = 35.3 miu/l vs. Expected 0.765 miu/l) processed on a vitros 5600 integrated system. The higher than expected tsh patient result was reported from the laboratory; however, the affected patient sample was repeated because a nurse questioned the higher than expected tsh result. A corrected tsh result was issued from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive cause. The root cause of this event is unknown. However, a vitros tsh reagent issue, an instrument issue, and user error associated with sample programming and handling prior to processing on the vitros analyzer cannot be ruled out as potential contributing factors.